Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the device was at elective replacement indicator (eri) sooner than expected. In addition, atrial capture management trends showed that there had been high thresholds in the past. It was noted that a higher atrial output may have contributed to the early eri. The device was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.